Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, it was observed during the loading check that the frame was overlapped to node 3, constituting an acceptable load. Following the first deployment attempt, it was observed that the valve had infolded. The valve was recaptured and subsequent deployment attempts were made, however the infold would not resolve. Subsequently, a new valve was opened and implanted successfully. Per the physician, the patient's calcified anatomy contributed to the infold.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter aortic valve, it was observed during the loading check that the frame was overlapped to node 3, constituting an acceptable load. Following the first deployment attempt, it was observed that the valve had infolded. The valve was recaptured and subsequent deployment attempts were made, however the infold would not resolve. Subsequently, a new valve was opened and implanted successfully. Per the physician, the patient's calcified anatomy contributed to the infold. Additional information was received that a procedural delay occurred as a result of the infold. No patient complications were reported as a result of this event.